Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). Two 182 cm choice¿ pt guide wire were advanced to the lesion. Two stents were successfully deployed; first stent was deployed in the ostial rca and the second stent was deployed in the mid rca. Following deployment, physician removed both interventional wires, however; it was noted that the tip of one of the choice¿ pt guide wires broke off in the mid rca with non-bsc stent. The detached tip got jailed behind the second stent and stuck in the patient. A balloon pump was elected to put inside the patient and the procedure was completed with timi 3 flow down the vessel. No further patient complications were reported and the patient¿s status was stable.